Event description:
It was reported that the dorsal height adjuster stripped while attempting to remove a helical flange (hf)multi-axial screw for repositioning. A 2nd attempt to remove the hf multi-axial screw resulted in the multi-axial screw inserter breaking off in the hf multi-axial screw. A spinal rod was then attached to the (hf) multi-axial screw with a set screw. Attempts to remove the (hf) multi-axial screw by turning the spinal rod was not successful since the screw seat did not turn the screw shaft. The (hf) multi-axial screw was successfully removed with a generic screw remover.

Manufacturer narrative:
Screw removal by spinal rod is not listed in the surgical technique.

Manufacturer narrative:
Lot # pn44e manufactured 6/2007, lot # pn24e manufactured 7/2007.DHR review of the related devices found no discrepancies that would contribute to the reported event.